Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain. It was reported that the patient had a pain pump installed, which fed pain medications directly to their spine. The pain pump allowed the patient to have some resemblance of a life. It was stated that with the alarm going off, he faced having immediate surgery in the next 24-48 hours to remove the pain pump unless the pump was refilled with pain medications. It was stated that the clinic refused to help him by simply filling the pain pump. When the patient first moved, they contacted the clinic and they were excited to help. After the patient obtained medical insurance he contacted them a second time and they refused to help after they found out the insurance he had. It was stated that the pain pump needed the medications refilled, but without any source of help from the pain clinics who installed the pain pumps. Additional information was received on 2017-feb-26 from a healthcare provider (hcp). The patient presented to the emergency department (ed) stating that their pump needed to be refilled with saline until it could be refilled with dilaudid as the hcp could not obtain the drug on a sunday night. The patient was hearing a one tone alarm. The hcp was not certain on the concentration nor the daily dose. The hcp did not have access to a clinician programmer and did not think they had a hcp at their facility who could refill the pump with saline. More information was received on (B)(6) 2017 from a manufacturer representative. The patient would be assessed on (B)(6) 2017. The patient saw the pump hcp a few weeks ago and at that time the low reservoir alarm date was (B)(6) 2017. The representative was planning on checking the patient¿s pump status and assisting them with hopefully finding a hcp who could refill the patient¿s pump. Additional information was received on 2017-mar-01. The patient was admitted with the alarming pump due to low volume. The patient was kept overnight with no symptoms or trouble. The patient knew he was low volume as he moved with no plans for a pump hcp. The representative worked with a hcp to take him on and he was released on (B)(6) 2017 morning. The patient was refilled in an office on (B)(6) 2017 by the hcp before the pump was fully dry. It was stated that the patient was fine and never had surgery or needed surgery. Additional information was received on 2017-mar-20 from the representative stating they did not have the patient's weight.